Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor failure -1001" and "self check failure -1003" error messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2020-03830,1220908-2020-03831, 1220908-2020-03792, 1220908-2020-03832, 1220908-2020-03833, 1220908-2020-03834, 1220908-2020-03793, 1220908-2020-03835, 1220908-2020-03820, 1220908-2020-03837 and 1220908-2020-03838 for similar events reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and an internal inspection confirmed debris/contaminants inside the transducer flow screens. All transducer screens were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.